Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm fusiform descending thoracic aortic aneurysm. The external iliac arteries measured slightly over 7 mm in diameter with mild tortuosity but no calcification, and the aorta had no tortuosity or calcification. The patient has a history or aortitis and severe atherosclerotic disease of the spine, which prevented the placement of a cerebral spinal fluid drain. It was reported that a 24 fr. Sheath was selected to deliver the device. During the insertion of the talent delivery catheter, the device was caught and unable to be advanced or withdrawn. The physician inserted a reliant balloon (MFR. Report # 2953200-2010-01388), and the talent delivery system was able to be withdrawn; however, the patient sustained trauma to the left external iliac artery. In an effort to control hemorrhaging, the physician inflated the reliant balloon in the infrarenal aorta; however, the reliant balloon injured the infrarenal aorta and caused retroperitoneal trauma. The physician elected to intervene by implanting a stent from another manufacturer, which resolved the trauma to the left external artery. Due to the emergent nature of the situation, the physician elected to perform an emergent open surgical repair and administer blood products to the patient, with successful results. The investigator assessed the aortic rupture to be unrelated to the device, but related to the procedure. The vessel rupture and bleeding were assessed to be related to the device and the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (aortitis), (arterial trauma/dissection/perforation).